Event description:
It was reported that the pump battery was depleting quickly and the pump time was incorrect, cause was unknown. Additionally, it was reported that the customer was unable to charge the pump using the tandem-provided usb charging cable. There was no reported adverse impact to the customer¿s blood glucose level. The customer declined to provide additional information regarding the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.